Event description:
Procedure: sleeve gastrectomy. According to the reporter: the first reload loaded on the idrive adapter and the surgeon put it in firing mode and the green lights flashed and when he went to fire, it slightly advanced and then the blue lights flashed. It did not staple or cut tissue. The second reload (this one still has the shipping wedge) would not load onto the adapter. We used the same handle and the case proceeded as it should. Please let me know if you have any additional questions. No injury or hazard to patient or user. No reinforcement material used in conjunction with the stapling device. No unanticipated tissue loss. No tissue damage. No blood loss of 500cc or more. Surgical time was extended by 15-20 minutes. No adverse event reported as a result of any delay. Last known patient status is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).